Manufacturer narrative:
It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2005 and tvt-o was implanted. It was reported that following insertion the patient experienced pain, vaginal bleeding, mixed urinary incontinence and fecal incontinence.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/11/2015. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.